Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were exhibiting high out of range pacing impedance measurements greater than 3,000 ohms. There was no noise present and the lead was still able to provide pacing and sensing functions. A revision procedure took place and the rv lead and device were explanted and successfully replaced. The physician believed there was a tip/tissue interface issue as the insulation and the conductor of the lead appeared normal. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. The distal and proximal segments were returned. The lead was severed 13.6 cm from the is-1 terminal pin. An extracting stylet remained inside the distal section. Electrical resistance testing of the conductor paths showed the lead to be in specification, indicating that no fracture had occurred. There was no tissue noted on lead tip, however, calcium deposits over most of the distal tip mesh screen were observed. Calcium deposits over a lead tip could potentially increase the lead impedance measurements. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
--